Event description:
During baxter's review of another report it was discovered in the event history failure code 403:317:871:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the colleague infusion pump encountering failure code 401:317:xxx was confirmed but not duplicated. The assignable cause was a faulty uim pcb (user interface module printed circuit board). No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module master software version is 6.13.90, categorized as remediated.